Event description:
It was reported that lead integrity alert (lia) was triggered for oversensing on the right ventricular (rv) lead. It was noted there was noise on the remote transmission. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 693335 implantable tachy lead, implanted: (B)(6) 1995. (B)(4).